Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was damaged. A second fiber was used to complete the procedure. There were no patient complications. The fiber was returned for analysis and the testing conducted identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. It is probable that manipulation during insertion of the fiber into the scope contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak.